Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the right/left knob was out of the standard value. The adhesive on the bending section cover had a crack. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. Due to the clogging of the nozzle, the air supply volume did not meet the standard value. The adhesive around the objective lens was peeled. Scope connector cover unit had a scratch. The forceps channel port was shaved. The paint on the air/water cylinder was peeled. Forceps elevator knob had a scratch. Up/down knob had a scratch. The right/left knob had a scratch. The scope cylinder was shaved. The plastic distal end cover had a scratch. The switch box had a scratch. The scope connector had a scratch. The universal cord had a scratch. Grip had a scratch. The control unit had discoloration. The control unit had a scratch. The electric connector had discoloration due to water leakage. Scope cover had a scratch. The connecting tube had a scratch. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The customer did not know what the foreign material was. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had poor air and water supply. The issue was found during an unspecified therapeutic procedure, which was completed using the same set of equipment without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.